Manufacturer narrative:
Manufactures investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the log file downloaded from the returned system controller however, the alarm was not reproduced during testing of the returned controller. The log file captured a backup battery fault alarm due to a backup battery load test failure on (B)(6) 2021 from 10:02:28 to until the controller was powered off (captured at 12:00:16). The backup battery failed the load test due to the loaded voltage being under the acceptable voltage compared to the unloaded voltage. No other notable alarms were observed in the log file. The driveline was disconnected on (B)(6) 2021 at 11:59:36 to exchange the system controller. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The returned controller passed functional testing and successfully operated in a mock circulatory loop for an extended period without any issues. During testing, multiple load tests were performed and the controller passed each time without any issues. The root cause of the reported event could not be conclusively determined through this analysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called to report a backup battery fault on primary controller. The patient had then come in to clinic and controller were changed, and new backup controller was given. Sending in controller with backup battery for evaluation. No additional information provided.